Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced that the insertion device does not lock in the cocked position during trying to cock the set and had high blood glucose event which was treated with multiple daily injection on 21-mar-2026.